Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer's blood glucose level ranged from 200 mg/dl to 300 mg/dl. Reportedly, a new cartridge was used to address the issue.